Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the neurologist had been manipulating the leads, and since then the patient noticed they were unable to get the settings they desired. The rep checked impedances and found high impedances on electrodes: 6, 7, 8, 9, 11, 12, 14 and 15 with readings of: 40,000, 40 ,000, 23,230, 21,590, 40,000, 29,350, 18,840 and 40,000 ohms, respectively. The rep performed reprogramming, which resolved the issue. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) on 2018-jun-07. The patient reported the event to them. It was unknown on what date the neurologist manipulated the leads. It was unknown what was meant by manipulating the leads. The rep checked the impedances which found the high impedances. The information was discussed with the patient and with the healthcare professional (hcp) at the visit. No further complications were reported/are anticipated.